Manufacturer narrative:
Date of event is an unknown date in 2019. Reporter is a mitek employee. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/06/2018 and passed all functional testing before being returned to the customer. The device was received and evaluated at the service center. The reported complaint that device does not turn was confirmed. It was found during evaluation that the motor was not turning smoothly. Also, there was a short circuit in the motor cable. The device was found to be leaky. The motor and the motor cable were replaced. The complaint device was cleaned, repaired and tested for functionality. Since the device is found to be leaky, fluid ingress over time could be one of the reasons which caused the motor to be faulty and may have caused the short circuit in the motor, however, given the information provided we cannot discern a definitive root cause for the identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/06/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. Upon manufacturer receipt and investigation, it was determined that device suffered an electrical short. This report is for a micro tornado hp w handcontrol. This is report 1 of 1 for (B)(4).